Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient reported he had a triathlon knee surgery in 2010 and has been experiencing issues for the past year and half. The majority of the issue has been falling without any indication. On (B)(6) the patient had exploratory knee surgery in which the surgeon discovered the polyethylene articulating surface had broken.